Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01707.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and non-penumbra catheter. It was reported that the patient's anatomy was tortuous. During the procedure, the physician implanted a smart coil in the target vessel using the microcatheter. While advancing the second smart coil in the introducer sheath, the smart coil did not advance smoothly and became stuck at the distal end of the introducer sheath. Subsequently, the smart coil was removed. The physician continued with the procedure and implanted another smart coil. While advancing the fourth smart coil in the introducer sheath, the smart coil advanced a little before becoming stuck. Therefore, the smart coil was removed. The procedure was completed using another three smart coils and the same microcatheter. There was no report of an adverse effect to the patient.